Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported "capsular contracture, baker grad IV" against left device. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat on the surface of the shell. White particles in the shell on the surface of the shell. Additional, changed, and/or corrected data: b5, d9, g2, h3, h6.

Event description:
Patient reported "capsular contracture, baker grade IV" against left device. Device has been explanted and replaced.